Event description:
It was reported that the 9800 system had no power, the power cord needed replacement. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and power cord were replaced during the service call. The system was tested and found to be working as intended and put back into service.